Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 7mm amplatzer vascular plug4 was chosen for internal iliac artery (iia) embolization, using a 4f non-abbott delivery catheter. Deployment was attempted by rotating counterclockwise, but the valve was not able to release. The delivery wire was observed to unravel. It is thought that the inner lumen of the contrast catheter may have gotten caught with the delivery wire. The device was removed, and a replacement 8mm amplatzer vascular plug4 was successfully used. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of delivery wire was unravel and plug being unable to be released from the cable was reported. The delivery cable was received for examination the distal end of the outer coil of the cable had become unraveled. The endscrew appeared undamaged. The end screw met specifications, turning a minimum of 6 full turns. An image received appeared to show the push wire unravel. The device was sent for further examination using science & technology (s&t). The fracture face showed evidence of ductile dimples and post fracture wear. Post fracture wear is noticeable by the smooth surface on the fracture face. This can be caused by the material undergoing additional wear and/or stress after the initial break, causing the flat/smooth appearance. The ductile dimples on the fracture face were both circular and oval/oblong in shape. Ductile dimples that are circular in appearance are indicative of tensile forces, whereas ductile dimples that are more oval/oblong in appearance is indicative of torsion forces. This wire was likely exposed to both forces prior to the break. Abbott has initiated additional investigation as a result of this finding.

Event description:
N/a.